Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six bursts of anti-tachycardia pacing (atp) and one shock as inappropriate therapy for the patients atrial fibrillation (af) with rapid ventricular response (rvr). The therapy is suspected to have resulted in the patients rhythm accelerating. Technical services (ts) was consulted about the episode and functional undersensing was noted. Ts advised about the available programming options. At a later date, another episode was reported where three bursts of atp were delivered as inappropriate therapy for the patients af with rvr, with the patients rhythm possibly accelerating into ventricular tachycardia (vt) as a result. This ICD remains in service in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6 device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six bursts of anti-tachycardia pacing (atp) and one shock as inappropriate therapy for the patients atrial fibrillation (af) with rapid ventricular response (rvr). The therapy is suspected to have resulted in the patients rhythm accelerating. Technical services (ts) was consulted about the episode and functional undersensing was noted. Ts advised about the available programming options. At a later date, another episode was reported where three bursts of atp were delivered as inappropriate therapy for the patients af with rvr, with the patients rhythm possibly accelerating into ventricular tachycardia (vt) as a result. This ICD remains in service in service. No additional adverse patient effects were reported.